Event description:
During endo vein harvest (vasoview hemopro), the plastic tip of the vein harvester broke inside the tunnel, broken part was retrieved. The pa then showed to the surgeon and the tech the broken tip of the harvester. Second description: as the vein harvester was being pulled out, the plastic tip broke. The tip was retrieved as well.